Manufacturer narrative:
Block b3: exact date unknown, event occurred couple years ago from date manufacturer was made aware. Block d6b: explant date: couple years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc8436500/m365sc2218500. Model: sc-2218-50/sc-2218-50. Serial: (B)(6). Batch: 19179768/19179768. Product family: scs-lead fixation: upn: m365sc43160. Model: sc-4316. Serial: n/a batch: 19169853.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components were discarded by the facility. No further information could be obtained despite good faith efforts.